Event description:
Patient is a contact lens wearer, sleeping in her lenses for 7 days at a time then removing to clean them weekly. She developed an eye threatening corneal ulcer from pseudomonas aeruginosa and has required round the clock topical antibiotics and brief hospitalization to stabilize. Unclear visual prognosis, remains guarded. Please consider revision of FDA package labeling/issuing a warning as the labeling does not indicate that the lenses have increased risk of corneal infection if used continuously (i.e. Sleeping in lenses). Frequency: other: 2 week wear. Route: ophthalmic. Therapy duration: 10 years. Diagnosis or reason for use: myopia. Event abated after use stopped or does reduced: no.